Manufacturer narrative:
One catheter was returned with attached monoject limited volume syringe for evaluation. No introducer or contamination shield was returned. The balloon was found to be ruptured at the center area of latex. The rupture size was found to be 1/8" x 5/64" and the edges at the rupture site could not be matched up. Dried blood was visible inside the balloon. No visible damage to the catheter body or returned syringe was observed. Visual examinations were performed under microscope at 10x magnification. A device history record review was completed and documented that device met all specifications upon distribution. Although the complaint was confirmed, there was no evidence of a manufacturing nonconformance found during the evaluation. No actions will be taken at this time.

Event description:
The report stated that "the balloon inflation was confirmed at the inflation test before use, but it was unable to obtain pulmonary artery occlusion pressure (wedge pressure) during use. The catheter was removed from the patient and the balloon did not inflate when the customer tested the balloon again." There were no patient complications reported.